Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported renal dysfunction and right heart failure could not be conclusively determined through this evaluation. Patient information and the pump serial number were not provided by the customer. There was no serial or lot number provided by the customer to perform a device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a 44-year-old male with drug-induced cardiomyopathy underwent midline catheterization (mc) with left ventricular internal diameter in diastole/diameter in systole (lvdd/ds) of 49/43 millimeters and a left ventricular ejection fraction (lvef) of 42% with functional mitral regurgitation (fmr). Approximately two years after the procedure, the patient developed treatment-resistant heart failure and underwent left ventricular assist device (lvad) implantation. The patient presented with acute kidney injury due to early postoperative right heart failure and required temporary renal replacement therapy. Subsequently, the patient achieved hemodynamic stability and had been free from heart failure hospitalization for two years postoperatively.